Event description:
It was reported that a potential gas leakage occurred with the smartfreeze console. There was no patient involvement, however, users felt unwell while using the system. No further complications were reported.

Manufacturer narrative:
The console was not returned to boston scientific for analysis; however, a field service engineer (fse) went onsite to perform a work order. Per fse report, when arrived the console had been used for 2 procedures. The console was opened and checked for any loose tubing. All tubing was properly connected to the fittings. Closed the tank and checked if the manometers remained steady. No change seen on the manometers and also no sizzling leaking noise heard. Performed 3 test ablations and inspected, during these ablations, all connections on the process plate, on the gas connector and inside the thermocouple block. No obvious leaks found. Reseated the micron filter and tightened a bit more the high-pressure line fittings on the thermocouple block. Also tightened the sv7 fittings and attached cable binders around the fittings with tubing. Performed 10 ablations. The fse remained near the open console and inspected from nearby the process plate and all its parts. No errors occurred and no leakage was seen or heard. A nurse followed for 2 ablations from nearby and confirmed that the console functioned fine. The scavenging hose was at all times connected to the gas evacuation wall outlet. The console was left in a good operational condition. The reported allegation could not be confirmed.

Event description:
It was reported that a potential gas leakage occurred with the smartfreeze console. There was no patient involvement, however, users felt unwell while using the system. No further complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.